Manufacturer narrative:
Additional information: b6, b7, d4. Serial number, e1. Phone number, h4. Device manufacture date, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. No abnormalities in the appearance of the product related to the reported event could be confirmed. Per functional testing, the battery light emitting diode (led) on the main unit was blinking. The complaint was confirmed. The root cause was a defective control board. It was unknown what caused the defect. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to a lack of repair parts, the product was not repaired and returned to the customer.

Manufacturer narrative:
D4: UDI information, g5 unknown. No information to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the battery light keeps flashing. There was unknown patient involvement and unknown patient harm/adverse event reported.